Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h3, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The commander delivery system was returned to edwards lifesciences for evaluation. The device was visually examined, and the following was observed: radial burst around inflation balloon with no balloon pieces missing. Dimensional testing was performed, and all measurements of inflation balloon single wall thickness met specification. Due to the nature of the event, no functional testing was able to be performed. Image of the device post-procedure was provided, and the following was observed: radial burst around inflation balloon with no balloon pieces missing. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. It should be noted that this was a pulmonic case. The sapien 3 ultra resilia with the commander delivery system is currently indicated for native aortic valve, aortic bioprosthetic valve and mitral surgical bioprosthetic valve replacement. The IFU and training manuals in this section are for a transfemoral procedure in the pulmonic position for relevant guidance for a sapien 3 implant using a commander delivery system. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event occurred during a pulmonic valve replacement with a sapien 3 ultra valve and commander delivery system, which is not an indicated use. Additional assessment of the failure mode is not required at this time. The balloon burst was confirmed by visual examination of the returned device and the provided imagery. An existing technical summary by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the implanted valve which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, this was a pulmonic transcatheter heart valve replacement procedure into an existing non-ew valve via transfemoral approach. A non-ew sheath was used, and the 26mm sapien 3 ultra resilia valve was pre-aligned on the balloon of the 26mm commander delivery system on the back table prior to advancing through the sheath. The valve successfully crossed the preexisting non-ew valve. As the delivery system balloon was inflated to 21cc, the balloon ruptured radially. Withdrawal difficulty was experienced right around the valve implant; however, the physician was able to troubleshoot and removed the delivery system from the sheath. All pieces of the delivery system balloon were accounted for. Intracardiac echocardiography and angiography were completed, and the valve appeared fully expanded with no leak. No second inflation of the valve was needed. There was no harm done to the patient. It was thought that the rupture was likely due to calcification on the non-ew bioprosthetic valve leaflets.